Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that an internal cable to the keypad assembly was loose at the connector. The cable was reconnected to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with this event.